Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that when she wears the insulin in her bra at night, it causes the display to have dark spots. The customer's blood glucose reading was unknown. The customer was told that the problem could happen to that type of screen. The customer stated she would monitor the issue. Nothing was replaced or returned for analysis.